Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the night before they thought they either got struck by lightning or their device shocked them. The patient has not had a device check or discussed with their physician. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.